Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation button was malfunctioning. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair.